Event description:
It was reported that during a procedure when the console is fired after few minutes the fiber tip breaks off. This console has been used with different fibers from different lot and all of them does the same. There was no patient complication.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.